Manufacturer narrative:
Updated fields: b4, d8, d9, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions), h11 corrected field: d4 (UDI no.) The iab was returned with the membrane completely unfolded and traces of blood on the exterior of the catheter. The pressure and extender tubing were also returned. An underwater leak test of the balloon, catheter, y-fitting, extracorporeal, extender and pressure tubing was performed and no leaks were detected. The iab was placed on the cardiosave pump and the iab fully inflated. No alarm sounded from the pump. The reported event cannot be confirmed by the evaluation. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Complaint ID: (B)(4).

Event description:
N/a

Event description:
It was reported that transray plus 40cc(iab) after starting the operation and checking the cine images, it was confirmed that the tip of the balloon had not expanded, so the catheter was replaced with a new one. The new catheter could be used without any problems. There was no patient harm and injury.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h11. Corrected field: d4 (lot).